Event description:
The patient's father reported that the pump would re-boot when it was bumped.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A service history review was performed revealing, this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump.

Event description:
The facility reported a flo-gard infusion pump with failure code 82, which interrupted delivery during bio-medical testing. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The customer is not sending the device to baxter for evaluation at this time. Therefore, the reported condition of failure code 82 could not be confirmed. Should the device and/or additional information be received, a follow-up medwatch will be submitted.